Event description:
Device report from synthes (B)(4) reports an event in (b)(\6) as follows: there was a splinter on the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the returned screw has chip wrap present just below the screw head. Visual examination is consistent with product complaint.device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.